Event description:
Customer reported via phone, the insulin pump was alarming battery out limit while he was in the hospital. Customer stated his blood glucose was in the 400 to 500 mg/dl range because of kidney stones. The hospital didn't like the fact that the customer was on the insulin pump. Her blood glucose was 22 mg/dl or 28 mg/dl and was found unconscious. Customer states he was not hospitalized her spouse was able to treat her. Customer declined troubleshooting. Customer stated she took the battery and was at the hospital. When she inserted the battery it alarmed battery out limit. Customer doesn't know blood glucose level at the time of the alarm. She was advised the alarm was normal behavior. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.